Event description:
The patient has a history of falls and was placed in a chair with an occupancy chair alarm connected to the nurse call system. The patient got out of the chair and the occupancy alarm did not sound and did not trigger the nurse call system to alarm. The patient was found on the floor where he sustained a left femur fracture. The occupancy alarm requires three aaa batteries to operate and one of the battery tabs was relaxed and did not make the proper connections. The poor battery connection caused the occupancy alarm to not work as intended.